Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned for analysis and has been evaluated. The returned device was received in used condition without its original packaging and was contained in a plastic bag. Visual and functional testing were performed. The device was visually inspected at a distance of 12 inch to 24 inch and normal conditions of illumination. An occlusion was detected in the union between the female luer and the tube. During functional test, a syringe was used to infuse water inside of the ay bag. Water did not pass through the female luer. The root cause of the reported event was due to production personnel did not detect occlusion between the female luer and 8 inch tube. No actions were taken for the primary concern reported issue; however, a quality alert was generated and production personnel were trained regarding reinforcing the visual inspection in the female luer and 8? Tube connection in order to detect occlusion for excess solvent.

Event description:
Information was received indicating that a smiths medical cadd 50 ml medication cassette reservoir was noted to be leaking. There was no reported adverse events.